Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent malfunction alarms occurred and the pump stopped all insulin delivery. The customer's blood glucose level was impacted, elevating from 74-273 (mg/dl). The customer administered manual injections to stabilize their bg level. Reportedly, the customer has manual injections available for alternate insulin therapy.